Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that noise and increased pacing lead impedance were observed. The lead was explanted and replaced. Upon explant, the physician noted a scratch on the insulation near the trifurcation. Patient condition was good after the event.